Manufacturer narrative:
A review of the internal documentation and the device did not show an anomaly or deviation. The device met specifications. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available that changes this assessment, an amended medical device report will be filed.

Event description:
A patient specific guide was used to place a total knee replacement implant. The guide fit was good but the resulting distal femoral cut was in approximately 15 degrees of flexion. At this stage the use of the guides was abandoned and standard instruments were used to complete the procedure. Postoperative x-ray shows a well aligned femoral component with cement in the region of the posterior chamfer.